Event description:
It was reported by service report that the brakes would not engage when the pedal was pushed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam assembly.